Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, which reset insulin tracking settings to zero. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery after shutdown, and technical support explained the effects of pump shutdown, helped uninstall and reinstall mobile app, and informed customer that a software fix was being developed, with instructions to follow up if the issue continued.